Event description:
It was reported that a catheter recognition issue occurred. The stenosed target lesion was located in the coronary artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the lesion. During preparation, the ivus intravascular coronary catheter was incorrectly registered as a peripheral catheter on the avvigo ii system. The user proceeded to obtain measurements using the catheter but was unable to visualize arterial details clearly. No patient complications were reported.

Manufacturer narrative:
G4: premarket / 510(k) # k173820, k213593. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.